Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was part of a system revision due to infection. Reportedly, the patient was hospitalized for over three months due to a really bad infection. The patient was on life support and had undergone six surgeries and everything was removed and a new system was implanted afterwards. The cause of infection was unknown. There were no additional adverse patient effects reported.